Event description:
The facility representative reported a flo-gard infusion pump with a broken cable. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of " cable broken" was confirmed in service documentation review task. During visual inspection of the device the technician found the power cord to be broken. The power cord was subsequently replaced to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.